Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring "alert 65" during initial use and training, characterized by an audio alarm not audible and an audio over/under current malfunction; the user restarted the device as instructed, the issue recurred, and a replacement ilet was shipped while blood glucose was reported as 72 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting, device restart, confirmation of serial number, shipping logistics, and a request to return the original device after data sync and shutdown. Investigation of the returned device revealed a persistent audio subsystem malfunction consistent with an alarm audio over/under current condition impacting the audible alert function. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio system with a product quality problem.